Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer was able to clear and rewind the compromised force sensor system alarm. Customer also report that insulin pump alarmed compromised force sensor system occurred while they were priming pump and a shut out insulin everywhere. The customer blood glucose level was 438 mg/dl at the time of incident. Customer treated with insulin pump. Troubleshooting was performed. The product will be returned for analysis.